Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6) . Calibration and qc were within range. The alarm trace did not show any abnormality. The field service engineer changed the measuring cell. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 3 patients' serum/plasma samples tested with elecsys troponin t hs (tnths) assay on a cobas e801 immunoassay analyzer (line 1) when compared to different lines. Sample 1 (patient 1): initial result: 115 ng/l (line 1). On (B)(6) 2024 the sample was then repeated and the repeat results were 2.8 ng/l (tested on line 4) and 4 ng/l (tested on line 3). On (B)(6) 2024, sample 2 and sample 3 were tested. Sample 2 (patient 2): initial result: 35.7 ng/l. Repeat result: 3.03 ng/l. Sample (patient 3): initial result: 14.3 ng/l. Repeat result: 111 ng/l. Reportedly, an amended report was issued to the physician.

Manufacturer narrative:
Section d4 was updated. A general reagent issue can be excluded because the qc prior to the event was within ranges. The investigation did not identify a product problem. The cause of the event could not be determined.